Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient is starting to experience mini shocks. Patient turned the stim off and the mini shocks did not go away. The mini shocks started about 3 weeks ago and have gotten progressively worse. An exact date was not provided. On (B)(6) 2018, the manufacturer representative reported that patient's battery was not in overdischarge but the power on reset (por) was displayed. Rep discovered the por on the date of this report. The caller thought it was 0x7 message. The rep met with the patient because she was getting some shocking sensations with the ins. Before shocking, the therapy was working well. The caller stated that the patient charged normally and when he interrogated, the battery was at 75%. The physician programmer did not have any usage data. The electrode impedances were all normal. The caller programmed a new group for the patient with semi-hd parameters, and amplitude at 0.9v. The caller disabled adaptive stim (as) feature for the new group. Caller was going to leave the patient with the new parameters and follow up in about 3 weeks. The caller stated that he was going to suggest that the md take an x-ray to verify the location of the leads. The caller stated that he thought that the shocking was related to an adjustment that was made to one position in as and as switching between the positions later. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the shocking seemed to have been corrected. The patient was seen on (B)(6) and programmed 2 independent l and r programs and set as. The rep went over both with patient daughter, who is a nurse and asked them to report back in a week or so on results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the shocking wasn¿t completely resolved. The rep spoke with the patient and the patient has another appointment scheduled. The rep reported that it may be standard paresthesia changes, as only felt with movement. The rep asked the patient to keep notes. No further complications were reported.